Event description:
Event description boston scientific received the following allegation from the pt's daughter: her father went into the hosp because of a circulatory problem and they were going to insert a vein into his leg. However, the vascular surgeon refused to do the surgery due to her father's high blood pressure. As a result, a cardiologist implanted this pacemaker, which caused her father's death. Twenty-four hours after the implant, he started having inflammation, respiratory problems, high blood pressure and he couldn't breathe. He passed away three days later. She indicated that her father didn't have any health problems before he went to the hosp. Her family paid for the device upfront and she requested a refund or threatened legal action. It was her belief that the cardiologist knew the device wouldn't help her father and he and the field rep split the payment for the device between them.

Manufacturer narrative:
Not returned. Event conclusion: the field rep provided add'l info indicating that the distributor was paid for the device, not the dr or the field rep. They also indicated that they will attempt to get the device back from the family so it can be analyzed. As of today, the device has not been returned. This event will be updated as any add'l info is received.